Event description:
The doctor reported that the abutment screw fractured four years post restoration. The screw was replaced from the doctor's inventory and the fractured screw was discarded.

Manufacturer narrative:
The component was discarded. No lot or order number was provided. A history of the product did not indicate a manufacturing deviation that could cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.